Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A stone cone nitinol retrieval coil was received for analysis. A visual analysis of the returned device, found that the blue sheath overrode the distal stop. As a result, the device is stuck closed and will not open. The blue/green heat shrink is pulled away from the distal stop. The condition of the returned device confirms the event of device won¿t open. The sheath most likely overrode the distal stop during preparation and outside the patient. Therefore the most probable root cause is ¿handling damage". The complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during introduction, the coil failed to opened. The procedure was completed with another stone cone. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿. This event has been deemed a reportable event based on the investigation results; stone cone retrieval coil coating peeled/shared/frayed.